Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with a proglide device after a peripheral interventional procedure using a 6f sheath. Reportedly, there was resistance while removing the device. After removal, the foot was noted to be partially open and vessel damage had occurred. A balloon stent was used to treat the vessel damage and achieve hemostasis. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect of vascular injury (tissue injury) is listed in the electronic perclose proglide instructions for use as a known adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9, h3 - the device was initially reported as returning for analysis but has now been reported as not returning because it was discarded at the account.